Event description:
The hcp reported battery depletion within 28 months of implant when estimated longevity was 41 months. The ins was replaced.

Manufacturer narrative:
Final device analysis revealed broken welds at bond wire pad.